Manufacturer narrative:
Additional information: b.5. Describe event or problem:it was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp shield was detached. This was discovered before use. The following information was provided by the initial reporter: when opened the polybag, the shield was detached. Additional information: when evaluating the sample it was found that the stopper was deformed. Event problem codes: 1354. Investigation summary: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that when the poly bag was opened, the shield was detached. The returned syringe was examined and no separated shield or plunger cap was observed. However, the sample exhibited a deformed stopper in the barrel. Unable to perform DHR check for shield separates and stopper damaged/disfigured due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (shield separates). As per investigation completed by manufacturing, "on 03sep2019, holdrege received (1) loose 3/10cc, 12.7mm syringe. The sample was decontaminated per (B)(4) prior to being evaluated. A visual evaluation of syringe was performed finding the plunger rod not inserted into the stopper. There is no damage to the plunger tip. When the plunger is put back in the stopper and try to pull the stopper out of the barrel, the plunger comes out of the stopper, indicating there is not enough silicone in the barrel. There was no other visual damage to the syringe. Breakout and sustaining testing was attempted to be performed on the sample; however the plunger pulled out of the stopper and the test was invalid. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries could not be looked at as no lot number was given. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. "

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp shield was detached. This was discovered before use. The following information was provided by the initial reporter: when opened the polybag, the shield was detached. Additional information: when evaluating the sample it was found that the stopper was deformed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 0.3 ml 29ga 1/2 in 7bag 420cas jp shield was detached. This was discovered before use. The following information was provided by the initial reporter: when opened the polybag, the shield was detached.